Manufacturer narrative:
Approximate age of device - 22 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a root cause for the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a hemorrhagic stroke while still in the hospital after the pump implant. Prior to the event, the patient's international normalized ratio was 2.2 and the mean arterial pressure was 92 mm hg. The patient had no known coagulopathy. The lvad was reported to be functioning as intended during the stroke. No additional information was provided.